Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep. Reported when they tried to connect to, they got message "device not supported" today. Mdt rep. Confirmed inceptive feature flag of d and correct app version number. Mdt rep. Tried to connect on call but got same message. Mdt rep. Mentioned when they tried to charge ins, mdt rep. Got open loop charging, excellent connection, but had been in open loop charging for 26 minutes and ins was still not showing a battery percentage. Tss tried to have mdt rep. Charge the ins, but mdt rep. Saw open loop charging. Mdt rep. Looked at device section under about screen of recharger and saw "--" instead of any serial number listed. Tss had mdt rep. Unpair recharger from handset and repair to handset. After doing this, mdt rep. Got "confirm recharger placement. Could not find intended neurostimulator, confirm the recharger is over the correct neurostimulator." Tss confirmed recharger was for inceptive. Firmware version of recharger provided on call: 1.2.011-266-1.0/1.0. Tss had mdt rep. Try a second ins and ins connected successfully to tablet, charged with excellent connection at 90%, and mdt rep. Confirmed connection to communicator/handset without issue. Tss suggested sending ins (B)(6) back for analysis. Tss transferred mdt rep. To neuro cs because mdt rep. Said the ins was already sold to a healthcare facility. Mdt rep. Said the ins was just shipped 3 weeks ago.

Manufacturer narrative:
Product analysis # (B)(4): analysis information. 2026-01-14 18:12:23 cst pli# 10 product ID# 977119 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that there was a loose flap of the sealing ring in port 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the returned device was never opened or used in surgery. In preparing for surgery it was determined there was an issue. It is still sealed.